Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated pacemaker mediated tachycardia and an atrial lead impedance anomaly were also observed on the device. Abbott technical support was contacted and the patient is anticipated to present in-clinic for follow-up, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.